Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe unit acoustic lens got damaged due to mishandling at the facility. However, a definitive root cause could not be determined. The occurrence of the phenomena can be prevented by following the descriptions stated in the instructions for use (IFU): "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirm customer's complaint. The leakage was found from the bending rubber cover than a loss of tightness at the distal end. Additionally, the bending section cover has been punctured and is leaking. The adhesive holding the bending section cover is no longer intact. The rubber on key top 1 has been cut but remains leak-free, the connecting tube protector coating is damaged, the universal cord is kinked, and the angulations are not within the specified parameters. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited damaged probe unit acoustic lens (ultrasound transducer) with missing part. The issue was found during reprocessing. There were no reports of patient involvement.